Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported that during a laparoscopic colectomy, the jaws did not open after firing on the colon. The target tissue came off from the jaws without opening. The device was used as-is to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).